Event description:
While troubleshooting for an unrelated alarm, a technical service representative discovered that a homechoice (hc) experienced an unknown alarm. The home patient (hp) indicated that the hc was alarming all night, but the hp could not recall the specific alarm which occurred. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the homechoice (hc) was not returned, a device analysis could not be completed. A service history record/device history record review will be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A service history record review was performed and revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.